Event description:
While drilling the frontal sinus the drill bit broke into two pieces. Both pieces were retrieved. Sinus checked and clear of any foreign bodies. No patient harm.what was the original intended procedure?endoscopic frontal osteoplasty with frontal sinusotomy.